Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found only a tiny hole /nick on the outer insulation, and that allows blood ingress on the proximal conductor. According to the finding and the anomalies described in the event and due to the length of time of the implant, it is likely that the extrinsic insulation breach that was observed during analysis occurred at the time implant procedure. The outer insulation breach is likely the cause for the electrical complaints. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable and high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was still sore from their lead replacement.

Event description:
It was further reported by the patient that the implantable pulse generator (ipg) site "it hurts once in a while. I did tell the doctor and he thought it could be scar tissue catching on it. Can I lift my arm above my head? I have had trouble with one of the leads, it ate up some of my battery life". The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.